Event description:
This x-ray system had a measured entrance dose limitation (edl) exceeding 10r. The maximum measured pt dose rate was 21r.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.